Event description:
It was reported that the pt had a micl12.1 implantable collamer lens implanted in the right eye 2006. As part of the study, the pt reported a retinal detachment on the 24 month f/u form. The surgeon's medical assistant was contacted and stated the retina detachment was noted in 2007. There was no prior damage or trauma to the retina. The contact person stated the incident was the result of the pt having very high myopia. The condition was treated by performing a pneumatic retinopexy.

Manufacturer narrative:
No complaint against lens: evaluation: results - a work order search was conducted and there were no similar complaints found.